Manufacturer narrative:
The customer¿s report of the set leaking from a cracked luer was confirmed. Visual inspection of the set did not reveal any damage or abnormalities. Microscopic examination revealed a thin crack spanning the length of the side and top rim of the female luer body. Functional testing confirmed leaking from the side of the female luer. The root cause was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn was infusing at an unspecified rate when the user noted a leak from a cracked on the luer. The event occurred in the nicu.